Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, the guide wire fractured. The 75-80% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. The iq marker guide wire was advanced to the lesion without issue. While positioning the guide wire under fluoroscopy, the physician noticed that a portion of the radiopaque tip was not visible. The physician felt the device had fractured and opted to remove it. The wire was removed intact and the procedure was completed with another iq marker guide wire. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned complaint device revealed an elongated distal tip. Approximately 2mm of the spring tip is elongated. All outer diameter measurements are within the specifications. X-ray analysis of the device revealed the radiopaque marker met specification. The defect noted in the initial report may be the distal tip solder and the inner coil which are not attached by design. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, the guide wire fractured. The 75-80% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending artery. The iq marker guide wire was advanced to the lesion without issue. While positioning the guide wire under fluoroscopy, the physician noticed that a portion of the radiopaque tip was not visible. The physician felt the device had fractured and opted to remove it. The wire was removed intact and the procedure was completed with another iq marker guide wire. There were no patient complications reported and the patient's status is stable.